Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the prograsp forceps instrument involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed the customer reported complaint of "I&a's screw(bolt) was loose and gap was created¿. The instrument was found to have the grip pin dislodged at the distal end. The pin can move in and out of the grip pin axis. As a result, the grips were not secured properly at the grip assembly. No material appeared to be missing. Common causes of the failure mode of dislodged instrument grips pin are attributed to manufacturing. A review of the instrument log for the prograsp forceps instrument (part# 471093-11/ lot/serial# k10220613 0371) associated with this event has been performed. Per this review of the logs, the prograsp forceps instrument was last used on 12- oct -2022 via system serial# (B)(6). There were 10 uses remaining after this last usage.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted cystectomy surgical procedure, the pin of the prograsp forceps instrument became loose, and the gap was created. A backup instrument of same kind was used to continue the procedure. There was no report of fragment(s) falling inside the patient. The procedure was completed with no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the site on 18-oct-2022 and obtained the following additional information: the instrument was inspected prior to use with no abnormality. The customer confirmed that no fragment fell inside of the patient. There was no issue when removing the instrument. The patient had no injury or harm. Photographic images of the device(s) or a video recording of the procedure were not available for isi review.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the prograsp forceps instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. A review of the instrument log for the prograsp forceps instrument (part# 471093-11/ lot# k10220613 0371) associated with this event has been performed. Per this review of the logs, the prograsp forceps instrument was last used on (B)(6) 2022 via system serial# (B)(4). There were 14 uses remaining after this last usage. No image or video clip for the reported event was submitted for review. Based on the information provided at this time, this complaint is being reported due to the following conclusion: it was reported that the pin of the prograsp forceps instrument was loose. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.